Manufacturer narrative:
Insulin pump was monitored for three days and had no audio beep anomaly noted. The test ultra link, blood glucose meter communicated properly to the insulin pump. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a beep anomaly. The blood glucose reading was 84 mg/dl. The customer stated that the insulin pump beeped randomly without any alarm occurring. Advised the customer to monitor the device. The customer called again, stating that the issue had not been resolved. The blood glucose reading was 61 mg/dl, which she treated with peanut butter and juice. She stated that the beeping occurred every 15 to 30 minutes. Advised replacement of the insulin pump. Nothing further reported.